Event description:
It was reported that patient was implanted with an artificial urinary sphincter (aus) back in january. Patient had difficulty with urinary control even if the pump was activated. Caller mentioned that the cuff and pump were not functioning basically. The cuff and pump were removed and replaced. No information about the patient outcome is available at the moment. Should additional information be provided, a supplemental report will be submitted. Additional information was received. All components were explanted and replaced.

Event description:
It was reported that patient was implanted with an artificial urinary sphincter (aus) back in january. Patient had difficulty with urinary control even if the pump was activated. Caller mentioned that the cuff and pump were not functioning basically. The cuff and pump were removed and replaced. No information about the patient outcome is available at the moment. Should additional information be provided, a supplemental report will be submitted. Additional information was received. All components were explanted and replaced.